Event description:
Patient had a corneal abrasion in the right eye. Patient did wash out and he needed a crtda lens, not a crt 100. The patient was wearing the lens since (B)(6) 2025. They stopped wearing them 5 weeks ago. The vision was still 20/30 through the central abrasion. Maxitrol was prescribed until the abrasion healed one drop tid, for 2 weeks. And then ats were used until the final spk fully dissipated. Nothing else for the treatment was required. The treatment was administered in the office. The patient has recovered. Visual acuity is back to normal and cornea is clear. They are going to schedule a follow up when the new dual axis contact comes in.

Manufacturer narrative:
The device was not returned to the manufacturer for the investigation. Review of the device history record found that the quality control (qc) batch met release requirements at the time of manufacture.